Event description:
On (B)(6) 2013, the patient contacted animas stating that on that day he experienced blood glucose (bg) of 634mg/dl with ketones, nausea, and vomiting. The patient stated he drove himself to the ER, and was subsequently diagnosed with diabetic ketoacidosis. The patient reported that he was admitted to the hospital, and was given 10 units of insulin via IV which brought his bg down to 300mg/dl. The patient also noted that he was on IV fluids. The patient stated that at the time of the call to animas, he was no longer on IV fluids, but had an int port and was in isolation awaiting a flu test. The patient stated he was wearing a mask per isolation protocol, but did not know why he was in isolation. The patient stated that he had changed the site that day and the cannula was not bent. The patient stated he has always used his abdomen for insertion sites for the past 14 years but denied scar tissue. The patient could not explain why his bg was elevated. The patient declined to troubleshoot at the time of the initial contact as he was in isolation and tests were being performed. Customer technical support has made attempts to follow up with the patient for additional information and troubleshooting, without success. This complaint is being reported because the patient allegedly experienced severe hyperglycemia of unknown cause requiring medical intervention while on insulin pump therapy. It is unclear at this time if an illness may have been a cause or contributor in the reported incident.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/10/2014 with the following findings: a review of the black box indicated that the last basal delivery occurred on (B)(6) 2014. The data from the reported event date of (B)(6) 2013 is unavailable for review due to continued pump use. The pump history indicated that the pump was powered off for 21 hours on (B)(6) 2014 at 6:58pm for unknown reasons. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. Visual inspection revealed that the battery compartment and battery cap were undamaged, and the battery cap secure appropriately to the pump. The pump powered on appropriately and primed without issue. The pump was exercised for 24 hours with no issues or alarms occurring. Advanced boluses were performed and the pump delivered and recorded all boluses accurately. No defects were found with the keypad; all keypad buttons functioned normally. The pump passed flow accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.